Manufacturer narrative:
The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy.

Event description:
Patient reports experiencing "inflammation (pain, enlargement) in various lymph nodes (axillary, inguinal, on both sides). MRI showed liquid under both breast implants (2 mm on the right), lymph nodes up to 11 mm.". The device remains implanted. This record relates to the right side.